Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an orthopedic surgery on an unknown date and suture was used. During the procedure the suture was detached from the needle. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
The actual device involved in this event was returned for evaluation. The evaluation found a section the needle was flat (near of the suture). The barrel hole of the needle noted that suture remnant was found into the hole and marks were observed on the edge of the needle that appears to be by the use of the surgical instruments. During the inspection of the suture, body fluids and several damages at the end could be observed. To avoid this kind of damage the packages insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders.